Event description:
A malfunction alarm occurred with the customer's insulin pump while it was in use. There was no reported impact to the customer's blood glucose level, as the information regarding levels was not provided. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted, prompting technical support to arrange for a pump replacement. The customer was informed about using multiple daily injections as a backup therapy, instructed on putting the pump into storage mode, and agreed to return the faulty pump using a prepaid label.